Event description:
Pt in surgery for ablation of a laryngeal papilloma; co2 laser of vocal cords. A 6.0mm laser flex cuffed tracheal tube, made by mallinckrodt medical used. Halfway through procedure (approx. 10 min.) Surgeon and anesthesiologist called "fire". The scrub nurse immediately grabbed a bucket of water and threw it all over the area and down the tube. It was immediately extinguished. The surgeon examined the pt's airway with a flexible laryngoscope and no tissue damage was noted. The tube was removed and the cuff area was charred. It was noted that all MFR recommendations and warnings were adhered to: the cuff was lubricated with water soluble lubricant and filled with saline. Oxygen at 27%-recommended rate.